Manufacturer narrative:
Troubleshooting by technical support confirmed that the display was turning off. Likely potential causes for no display are blown display fuse or blown capacitor, blown fuse to power supply, or power supply malfunction. Welch allyn replaced display to the customer no further investigation will be conducted.

Event description:
Welch allyn received a report from a welch allyn customer stating that their acuity display was turning off. A display that shuts off during use could result in a loss of centralized patient monitoring. There was no death or injury associated with this complaint. (B)(4).